Event description:
Patient underwent anterior/posterior spinal fusion at l5-s1. The surgeon used a jamshidi needle and screwed it into the left l5 pedicle. On attempting to remove the jamshidi needle, the surgeon was unable to. Significant traction was applied to the left jamshidi needle handle. A break was felt within the shaft. The proximal portion of the handle and shaft were removed and came out with the k-wire. The distal, approximately 4 cm, portion of the shaft remained within the pedicle. Multiple attempts were made to remove the returned shaft, with no success. Ultimately, the surgeon shaved down the remaining shaft to be flush with the pedicle surface. It was felt that the remaining shaft of the jamshidi needle within the pedicle did not pose any significant risk to the patient. The event was disclosed to the patient. The patient is in stable condition.